Event description:
It was reported that the customer's insulin pump was vibrating very loudly. Customer does not remember it being like this on the older pump. Customer believes that the vibrate may have gotten louder over time. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
The insulin pumps vibrator functioned properly during self test. No vibrator anomaly noted during testing. The device was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.